Event description:
It was reported that the patient had his inflatable penile prosthesis removed and replaced due to infection. There were no further patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis removed and replaced due to infection. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.